Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is overheating and shutting off the compressor. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service (fse) evaluted the unit. The overheating issue was resolved by installing a new temperature sensor and a 5000 hrs. Kit (new compressor, new muffler 1/8, and new muffler <100 micro). Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.